Event description:
It was reported that the insulin pump alarmed an error during the prime process. The blood glucose reading was 146 mg/dl. The customer observed a crack on the insulin pump and was unsure how the damage occurred. Advised discontinuation of the insulin pump. The customer declined returning the insulin pump for analysis at that time. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.